Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after placing a new sensor and briefly disconnecting from the ilet during sensor warm-up, the user experienced rising blood glucose and did not receive a high glucose alert despite values exceeding 300 mg/dl, with a reported peak of 315 mg/dl for about one hour; troubleshooting and education were provided on remaining connected during warm-up, alert logic for sustained hyperglycemia, and expectations during the learning phase. Symptoms included hyperglycemia. Outcomes included no medical intervention, no backup therapy use, and no ketone testing. Investigation included complaint handling with technical troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and user factors related to warm-up disconnection and recent meal as potential contributors. It was concluded that the event was consistent with hyperglycemia with unclear cause and that the device functioned as designed regarding alert criteria. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.